Event description:
It was reported that tandem mobi pump generated cartridge alarm during use, and caller was not able to continue with original cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer removed cartridge and delivered 9-unit bolus as instructed by technical support, then was assisted with loading new cartridge using proper technique, successfully resumed insulin therapy, and issue was resolved, with no additional information available about product lot number.